Manufacturer narrative:
The reporter is a medical professional and provided limited event details as she was calling to rule out the possibility of the mesh being part of a recall. She stated the doctors did not feel that the patient's issue was mesh related. She was informed that there have been no product recalls associated to the device in question. Due to hippa laws patient information was limited. Based on the information provided at this time, no conclusion can be made as to the degree to which the bard implant may have caused or contributed to the patient¿s alleged ¿nerve like pain.¿ should additional information be obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) 2017 the patient underwent the repair of a right inguinal hernia with the implant of a bard perfix plug. The contact reports that since implant the patient has been experiencing pain in the area of the repair described as sharp "nerve like pain." The patient has undergone multiple diagnostic testing with no significant findings. The patient consulted with a second surgeon as he was unable to get a response from the implanting surgeon. This surgeon ¿feels the patient may have a nerve entrapped underneath the mesh and would need another consultation with a surgeon to possibly surgically repair the patient's issue.¿ as reported, the patient is taking a narcotic pain medication to treat his symptoms. The contact stated the doctors did not feel that the patient's issue was mesh related.